Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. Upon eval, there was contamination on the battery board inside the charger/modem. The cause of the inability to recognize a battery is the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/ modem. The patient received a replacement charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that this charger/modem will not recognize a battery pack. The patient was issued a replacement charger/modem.